Manufacturer narrative:
Investigation summary: bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, bd had not received a response from the customer. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. As bd life sciences - preanalytical systems had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. As there was no sample or photo available for evaluation, a root cause could not be determined.

Event description:
It was reported that a unspecified bd collection tube had erroneous results . The following was reported, " material no: unknown , batch no: unknown. It was reported there was erroneous results. When using bd blood collection tubes, have you experienced any of the following: unexpected and/or unexplained clinical or qc results: yes. Inconsistent results between different assays or instruments with samples: yes. Results that are not consistent with the patient¿s clinical condition : yes. Inconsistent results between samples collected with different types of bd blood collection tubes: yes."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a unspecified bd collection tube had erroneous results . The following was reported, "material no: unknown, batch no: unknown. It was reported there was erroneous results. When using bd blood collection tubes, have you experienced any of the following? Unexpected and/or unexplained clinical or qc results: yes. Inconsistent results between different assays or instruments with samples: yes. Results that are not consistent with the patient¿s clinical condition: yes. Inconsistent results between samples collected with different types of bd blood collection tubes: yes."